Manufacturer narrative:
(B)(4). Approximate age of device: 27 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was direct admitted on (B)(6) 2017 with a lactate dehydrogenase (ldh) of 900 u/l. A ramp echocardiogram (echo) was to be performed and a pump exchange was anticipated. The ramp echo was positive. The left ventricle was unable to be decompressed at speeds as high as 11,200 rpm. The patient was treated with argatroban infusion. Ldh increased to 1200 u/l. On (B)(6) 2017 the patient underwent pump exchange.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 1.5 inches from the pump housing. The remainder of the driveline was not returned. The inflow conduit and outflow graft were not returned. Upon disassembly of the returned device, the distal side of the inlet stator revealed a light red, laminated, ring-like thrombus formation surrounding the bearing cup. A laminated, denatured, ring-like thrombus was also observed surrounding the rotor¿s bearing ball. In addition, denatured depositions containing laminated layering were observed within the lumen of the blood tube and on the body of the rotor. The similarity in structure of these thrombi indicates that they appeared to have formed as one thrombus around the inlet bearing prior to disassembly of the pump. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an undetermined period of time while the pump was supporting the patient. Although a direct cause for the development of the thrombus and a duration for which it was present within the pump could not be determined, it could have contributed to the reported elevation in lactate dehydrogenase (ldh) and elevations in pump power observed in the submitted system controller log files. Visual inspection of the proximal side of the outlet stator revealed a white deposition loosely seated adjacent to the bearing ball. This deposition did not contain any areas of denaturation or laminated layering to indicate that it was present within the pump during support. In addition, it was minimally obstructing blood flow. While a specific cause for the development of this deposition as well as the duration for which it was present within the pump could not be conclusively determined, it was unlikely to contribute to the reported elevation in ldh or observed elevations in pump power. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.